Event description:
Approximately two years and eight months post implantation, it was reported that the controller display turned off for a few seconds, then turned back on normally. An alarm was activated and deactivated immediately after. There was no reported patient injury as a result of the event. The controller was exchanged by the physician. No harm or injury to the patient was reported as a result of this incident. Additional information received revealed a loss of power to the controller on the reported event date.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller was exchanged but not returned despite multiple attempts to obtain it. The batteries were returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed two controller power up and motor start events were logged since (B)(4) 2014 indicating that both power sources were disconnected. Analysis of the devices revealed that the devices failed to meet specifications; all the batteries passed visual examination but failed functional testing due to a faulty internal cell pair, which likely contributed to the reported event. Abnormal battery behavior, e.g. Premature performance degradation, intermittent/poor electrical connection with controller or battery charger, premature power source switching, etc., is a known issue being investigated. Fsca apr2014 was distributed to reinforce proper power management. The root cause of the reported event is most likely a faulty internal cell pair. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of 5 reports (3007042319-2014-00330, 3007042319-2015-01116, 3007042319-2015-01117, 3007042319-2015-01118 and 3007042319-2015-01119) submitted for devices related to the same event.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of completion of the investigation. Product not returned.